Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the 400 mg/dl range due to bent infusion cannulas. Normal blood glucose is 180 mg/dl. Pt was able to self-treat her hyperglycemia. Infusion headsets were inserted manually. Blood glucose elevated after the headset was in use for 1 day. Initially, pt experienced a bent cannula approximately 1 time per month, but now it is happening 1 time per week. Alleged infusion sets were discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.